Event description:
Olympus was informed that during a removal of a fallopian tube, the generator sounded an alarm, and the distal end of the subject device was said to have broken off and fallen into the pt's body cavity. However, the physician completed the surgery without being aware of the device fragment. The following day, the facility noted that the distal end was missing during the setup of the device. The physician examined the pt via x-ray and confirmed that the missing part of the device remained in the pt's body. The fragment in the pt's body cavity was surgically removed. No further info was provided regarding the status of the pt.

Manufacturer narrative:
The device referenced in this report was returned to the original equipment manufacturer for investigation. The device was determined to have fractured 8mm from the distal end. There was evidence of a scratch at the fracture site. The manufacturing history for the subject device was reviewed, and no irregularities were noted. Based upon the results of the investigation, the OEM concluded that the breakage occurred due to the device coming into contact with a hard object such as a metal clip when the ultrasonic output was activated. The device instruction manual warns not to contact the probe unit with hard object, as it may lead to damage of the device.